Manufacturer narrative:
Visual examination with magnification identified a circumferential fracture in the glass fiber tip distal to the bevel edge. Additionally, there was a circumferential fracture proximal to the bevel edge, and it appeared as though the section of the glass cap between the distal and proximal breaks was missing. There was significant debris on the metal cap, which is evidence of prolonged tissue contact. A functional signature verification test with the hene (helium-neon) laser fixture was unable to be performed because the fiber connector was identified to be damage upon inspection. Since it is evident that the fiber was used during procedure, and there was no allegation against it, the damage to the connector probably occurred during shipping back to bsc. The reported event of fiber worn is confirmed based on the observed fiber glass cap damages identified. The observed glass cap fractures and the break of the glass cap occurred due to elevated temperatures near the laser beam output window. Based on the observed circumferential fractures and glass cap detachment a conclusion code of unintended use error caused, or contributed to event was assigned to this investigation. It probable that circumferential fractures and glass cap detachment occurred due to elevated temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the circumferential fractures and glass cap detachment. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during photo-selective vaporization procedure of the prostate, the fiber worn after 391,038 joules and 59 minutes of use. The fiber was exchanged and the procedure was completed with a second fiber without clinical consequences to the patient. The fiber was returned and analysis revealed that the glass cap was detached/separated, and that there was a glass cap circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge.